Manufacturer narrative:
Evaluation summary: the device returned with the external slider in the home position. There was no gap visible between the external slider and the front grip. There was no damage observed to the device. The graft was deployed by rotating the external slider and using the rapid release trigger. No abnormalities or resistance was noted during deployment of the graft. The reported deployment difficulties could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm on the (B)(6) 2020. It was reported that during the index procedure, the physician encountered difficulties in the deployment of the endurant limb enlw 1620c95ee. After the main body bifurcate was deployed, the physician inserted the limb to the target position and began to rotate the external slider handle, but the handle slipped 5cm and the limb did not deploy. During the quick deployment operation, the trigger was pressed and the iliac leg stent was deployed quickly, the delivery system was then withdrawn. An alternative endurant limb was implanted successfully. As per the physician the cause of the event may have been that the connection between the screw inside the stent and the outer sheath may not be successfully connected. No additional clinical sequelae were provided and the patient is fine.